Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the data acquisition pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator shut down with a da pcba adc failed vent inop occurrences. The customer reported the unit was in use on patient, but there was no patient harm reported.

Event description:
The customer reported the ventilator shut down with a da pcba adc failed vent inop occurrences. The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
(B)(4).